Event description:
It was reported the pt had a post trial infection that was not seen at the trial lead explant. Note this pt had two leads with the same model and lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.